Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had to keep on changing the battery once a day. They were placing a metal at the tip of the battery to get a connection. The customer's blood glucose level was 160 mg/dl. They also received a failed battery test. Troubleshooting was performed and it was noted that the spring in the battery compartment was flat. The damage occurred because they were inserting a piece of metal to the spring part to get a connection. Due to the damage the device was replaced and returned for analysis.